Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2010. According to the complainant, fluid began leaking out of the top of the reservoir during the ablation phase. There was no injury to the patient. The procedure set was replaced, and the procedure was completed without issue. The capital equipment has been used successfully since this incident. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The upn and lot number are not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.